Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the atrial lead exhibited loss of capture. The patient was booked for a lead revision procedure on (B)(6) 2018. Prior to the procedure, the lead's capture threshold had settled and the procedure was cancelled.